Event description:
Per the clinic, the device was explanted (date not reported), due to an extensive cholesteatoma. It was also reported that the patient received little to no auditory benefit from the device, since implantation. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. There are no plans for reimplantation as of the date of this report, (B)(4) 2013. This report is filed (B)(4) 2013.